Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced increasing lactate dehydrogenase (ldh), 2 low flow alarms, pi doubled in number while the flow has been down trending. It was reported that the patient has been extremely non-compliant. Creatinine was stable. There was concern for thrombosis. Patient previous sub-therapeutic for two weeks prior to admission and was given lovenox as a bridge. Ldh peaked at 439 u/l and returned to baseline of 206 u/l day of discharge. Echocardiogram (echo) on (B)(6) 2020 showed left ventricular end diastolic diameter (lvedd) was up from 5.2cm at prior echo to 6.38 cm. Patient was treated inpatient with heparin infusion, persatine 75mg tid (three time a day), and getting his inr therapeutic. Persantine was continued as outpatient and patient was discharged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The report of suspected ventricular assist device (vad) thrombosis could not be confirmed as no product is available for evaluation; however, the evaluation of the submitted log files confirmed one low flow hazard alarm. The report of two low flow alarms was not confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The submitted controller event log file captured one transient low flow hazard alarm on (B)(6) 2020 at 07:39:19, associated with the calculated flow intermittently decreasing below the low flow threshold of 2.5 lpm. This alarm lasted approximately 2 seconds in duration. Despite this finding, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.